Event description:
It was reported that this right atrial (ra) defibrillator lead exhibited a gradual increase in shock impedance measurements high out of range greater than 200 ohms. No adverse patient effects were reported. The lead remains in service.